Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged connector nut was not confirmed. There was no log file submitted for review. The provided information indicated that the controller's black connector nut of the power lead missing a 1cm wide portion. The controller was exchanged and the patient was asymptomatic. There were no pictures or additional documents provided. System controller, serial (B)(4), was not returned for analysis and was exchanged. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient controller's black connector nut of the power lead missing a 1cm wide portion. Patient's controller was exchanged at (B)(6) on (B)(6) 2019 and is now connected to (B)(4). She was given a new backup controller s/n (B)(4). No further information was provided.